Event description:
It was reported that the patient's right ventricular (rv) lead exhibited exit block with high/unstable thresholds, high impedance and a possible fracture. Additionally, the rv lead had high short interval counts (sic) and the rvtip to rvring showed noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and the rv lead integrity alert triggered. It was noted beginning (B)(6) 2015, 157 ventricular sensing integrity counts (sic) were observed, along with ventricular oversensing-noise and high rate non-sustained (ns) detected episodes with lead noise oversensing. It was also noted on (B)(6) 2015, the rv pacing impedance spiked to 4047 ohms up from a trend in the 400-500 ohm range and the rv lead integrity warning occurred on (B)(6) 2013 for 2 or more high rate-ns episodes and sic >= 30 in 3 days. (B)(4).